Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the memory confirmed the fault code for high voltage. Additionally, the device was recording high average power usage. The device was in storage mode and was programmed out of storage mode, which reverted the device to the ddd nominal settings. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The device case was removed and the battery voltage measured was lower than expected for a device that was never in service. The cause of the high current drain was isolated to a capacitor and when the capacitor was cut from the circuit, the current drain dropped. The capacitor was subjected to direct current leakage current testing. No high leakage current from the capacitor was noted after it was removed from the hybrid substrate. Cross section of the capacitor was performed and the results were inconclusive. Cracks were noted but could not be determined if they were there prior to removal or if due to removal method. The cause of the high internal battery voltage measurements and high current drain could not be conclusively determined as post removal analysis of the capacitor could not determine the cause of the capacitor failure. The circuit operated normally without the capacitor in it.

Event description:
Boston scientific received information that during a routine implant procedure, upon interrogation, this device displayed a fault code indicating increased battery voltage. Technical services was consulted and recommended that the device should not be implanted. The device was never in service. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Manufacturer narrative:
(B)(4).